Event description:
Caller reported damage to tandem charging cable. There was no reported adverse impact to the customer's blood glucose level. The charging supplies were deemed non-functional, and technical support resolved the issue by replacing the damaged charging supplies.